Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. An issue related to the flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.